Manufacturer narrative:
The patient improperly disconnected, did not cap off the patient line, then reconnected and discovered air bubbles in the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during drain three of three of peritoneal dialysis therapy. During the troubleshooting, the patient stated that they disconnected improperly since they did not stop the therapy during the dwell. They did not cap off the patient line when they disconnected and they reconnected afterwards. Once the patient reconnected, they noted the air bubbles in the patient line. The technical service representative instructed to end the therapy and the patient was to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.